Event description:
During an atrial fibrillation ablation, a farawave ablation catheter was selected for use. During preparation, a foreign body was noted in the catheter. The device was replaced, and procedure was completed with no patient complications. The device has been received for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted a wire surrounding one of the splines. Additionally, an image was reviewed by a boston scientific quality engineer. The provided image shows the spline cage of the catheter as well as a foreign sky-blue object around a catheter spline. The reported event was confirmed.

Event description:
During an atrial fibrillation ablation, a farawave ablation catheter was selected for use. During preparation, a foreign body was noted in the catheter. The device was replaced, and procedure was completed with no patient complications. The device was returned for analysis.